Event description:
The customer reported to olympus, when the evis exera iii video system center is plugged in, the image flashes, but no image was displayed, the screen was just black. Tired using 190 series and it worked as intended. The probes were not working with 180 model scope series. The customer stated that the device has been down for almost a year. There were no reports of patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. It was determined that the patient board set was faulty, causing no image with 180 scopes. In addition, a faulty circuit board was found, causing e204 focus function error. The unit has old software version 4.00 that was recommended to update to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code e204 was due to a faulty patient board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.